Event description:
Patient was being continuously monitored using the philips acute care physiologic monitoring system. The patient began to have desaturations and decreased respiratory rate over period of time. Staff had turned off alarm on bedside monitor which deactivated all the alarms, including the central monitoring and pager system so no alarms went off. Patient ultimately expired.